Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the us. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the us. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had buttons unresponsive. Customer stated that when giving bolus the numbers began to scroll on their own and the act button does not respond. Customer's blood glucose was 270 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.